Event description:
Boston scientific received information that battery depleted, limited functionality and short circuit condition messages appeared upon interrogation of the defibrillator. It was noted that there were several unsuccessful attempts to shock the patient on the same day as the short circuit condition occurred. Boston scientific technical services (ts) was consulted and stated that the multiple attempts to shock may have the battery to deplete. Ts suggested replacing both the device and the competitive right ventricular (rv) lead. The field representative noted that the concern is with the competitive lead as the patient has had several devices with shorter battery lives. Subsequently the competitive rv lead and defibrillator were explanted due to the shorted lead condition and premature battery depletion. No additional adverse patient effects were reported.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, review of the device's memory log verified that the device had two shorted lead faults. Analysis found that the device had a damaged output module from shocking into a shorted lead. This damage does not allow the device to deliver any high voltage therapy. Shorting of the lead during a charge is known to cause internal damage. Devices are not expected to perform to specification post shorted lead events, thus analysis did not confirm the field allegation of premature battery depletion or shock not delivered when required. Analysis confirmed the field allegation of shorted lead condition.